Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? It was reported that the surgeon does not think the complication was related to the cdh25p device, what is surgeon attributing the leak to (patient factors, friable tissue)? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current patient status?

Event description:
It was reported that after a total gastrectomy open procedure, the patient presented an anastomotic dehiscence on the esophagus between the first and the second day post-op. The anastomosis was performed using a echelon circular powered stapler (caliber 25 mm, product code cdh25p), without any problem during the use. The surgeon also checked the "tissue rings" after the anastomosis and they were perfect, thick, and intact. The surgeon didn't think the complication is related to the device. It was not the first time the surgeon used that stapler. The patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 06/02/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Total gastrectomy for stomach cancer. It was reported that the surgeon does not think the complication was related to the cdh25p device, what is surgeon attributing the leak to (patient factors, friable tissue)? Probably the tissue at the point they did the anastomosis did the patient receive any preoperative chemotherapy or radiation? N/a what healthcare professional fired the device and what is his/her experience with the device? Experienced general surgeon, second time he used the echelon circular powered. He has pluri-annual experience with our echelon circular manual. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? N/a did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes were there any issues with device use/firing? None what confirmation was received that the device completed the firing sequence? Cutting washer feedback and green checkmark visible was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 x 360° was there any difficulty removing the device? None was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation? None was a leak test performed? If so, what type and what was the result? N/a but the surgeon checked the "tissue rings" after the anastomosis and they were perfect, thick and intact was the staple line visualized endoscopically during the initial surgical procedure? N/a how was the leak identified? N/a what was observed at the site of the leak upon reoperation? Anastomotic dehiscence on the esophagus how was the leak addressed? A prosthesis was used what is the current patient status? The patient is getting better